Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage at keypad traces. No button error alarms noted. The insulin pump has cracked case at the display window corners, cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad. The customer's blood glucose was 12 mmol/l. The caller stated that the issue persisted after a battery replacement. The caller also noted that the buttons had not been pressed for longer than 3 minutes and that the insulin pump had not been dropped or bumped. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.